Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire became stuck in the guidewire lumen. After ablation was performed on the left superior pulmonary vein (lspv) it was impossible to retract the guidewire into the catheter. They withdrew the catheter and guidewire together, and when examined outside of the body no tissue was seen on either device. The catheter was replaced, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned with a guidewire still inside. An attempt was made to withdraw the guidewire through the device, but the attempt was unsuccessful due it was stuck. The deployment could not be possible to perform due the guidewire was not fully inserted. The catheter was dissected to locate the source of the inability to insert a guidewire. Dissection revealed that a small part of the guidewire was still stuck in the middle section of the guidewire lumen. Additionally, some tissue and dried blood were observed on that piece of stuck guidewire.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an irreversible electroporation ablation procedure using a farawave catheter the guidewire became stuck in the guidewire lumen. After ablation was performed on the left superior pulmonary vein (lspv) it was impossible to retract the guidewire into the catheter. They withdrew the catheter and guidewire together, and when examined outside of the body no tissue was seen on either device. The catheter was replaced, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.